Event description:
It was reported that during a curative resection procedure, an ethicon endo-surgry (ees) device was being used along with an autosure ceea. It is important to note that he is an experienced user of ceea, but has limited experience with the use of the ees device. The ees device reportedly functioned as intended during the procedure, two days postoperatively, the patient deteriorated rapidly and returned to the theater for an exploratory laparotomy. The doctor was of the opinion that the anastomosis appeared to have broken down. The patient returned to the ICU and expired the next day. Additional information was received on july 20, 2006, stating, the surgeon revealed that he was operating at a point when he had just prepared the purse string and was called to deal with a trauma patient. He decided to leave his patient under anesthetic to deal with the trauma patient. He estimated that he left the patient for approx 1.5 hrs whle he attended to the emergency. He returned and completed the anastomosis. But indicated that he did not perform a leak test, as the patient had been under anesthesia for a prolonged period of time. Post operatively there was a major sequence of events. It was in the opinion of the medical team; the patient had a pulmonary embolism or a cardiac issue. Therefore, the medical team investigated these possibilities first and then moved to do an exploratory baroscopic to see if there was an anatomic issue and a leak of fasces into the peritoniteal space. The surgeon/consultant found that there was a `weakness? In the anastomosis on its circumference but couldn't see any leakage of fluid or solid matter. The patient had a functional stoma carried out so no active fecal matter was passing through the anastomosis. He said the area looked normal after a surgery of this nature. However the toxicology report suggest the presence of bowel/rectal matter leading to sepsis and ultimately this patient demise. An autopsy was performed however the hospital advised not to release the report or the x ray results to ees.

Manufacturer narrative:
Information anticipated, but unavailable at this time.